Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported prior to use, a deflation failure of cuff was observed. Customer reported no pt involvement.